Event description:
As reported during splitting/peeling of the sheath, the left handle of the sheath broke off (separate from the sheath arm) so the physician attempted to grip that portion of the sheath (next to the valve area) with hemostat but during this inadvertently damaged the ra lead insulation. The physician then made the decision to replace the lead. The helix was retracted and the lead was removed and a new sheath and lead were inserted over a previously retained guidewire to insert the new ra lead.